Event description:
On 04/2001, the MFR's rep received a medwatch report (uf # not provided) that states the following: pt had device placed on 03/2001. 11 days later it was noted that the catheter was leaking at the blue venous extension.